Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced the reagent probe a and b collar wash solenoid valves to resolve the leak issue. The instrument software version is 5.4.08. (B)(4).

Event description:
The customer reported leaking from reagent probe b on their unicel dxc 880i synchron access clinical system. The customer stated the leak was contained to the instrument with fluid found in the drip tray and the reagent wheel compartment. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.